Manufacturer narrative:
Left message with customer on (B)(6) 2020, requesting patient information. No information provided to date. A ge healthcare service representative performed a checkout of the equipment, and confirmed the reported complaint. The inspiratory flow sensor was replaced, and flow sensor re-installed to resolve the reported issue.

Event description:
The hospital reported the unit had an error that results in an inability to initiate mechanical ventilation. There was no report of patient injury.